Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 13-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('chronic fatigue') in an adult female patient who had essure (batch no. 886667) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), sleep disorder ("sleep disorders"), balance disorder ("impaired balance"), memory impairment ("impaired memory"), disturbance in attention ("concentration problem"), aphasia ("aphasia"), migraine ("migraines"), tremor ("trembling"), paraesthesia ("tingling"), loose tooth ("tooth loosening"), visual impairment ("vision disturbances"), musculoskeletal pain ("joint pain, muscle pain"), neck pain ("neck pain") and depression ("depression") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fatigue, sleep disorder, weight decreased, balance disorder, memory impairment, disturbance in attention, aphasia, migraine, tremor, paraesthesia, loose tooth, visual impairment, musculoskeletal pain, neck pain and depression outcome was unknown. The reporter provided no causality assessment for aphasia, balance disorder, depression, disturbance in attention, fatigue, loose tooth, memory impairment, migraine, musculoskeletal pain, neck pain, paraesthesia, sleep disorder, tremor, visual impairment and weight decreased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('chronic fatigue') in an adult female patient who had essure (batch no. 886667) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), sleep disorder ("sleep disorders"), balance disorder ("impaired balance"), memory impairment ("impaired memory"), disturbance in attention ("concentration problem"), aphasia ("aphasia"), migraine ("migraines"), tremor ("trembling"), paraesthesia ("tingling"), loose tooth ("tooth loosening"), visual impairment ("vision disturbances"), musculoskeletal pain ("joint pain, muscle pain"), neck pain ("neck pain") and depression ("depression") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fatigue, sleep disorder, weight decreased, balance disorder, memory impairment, disturbance in attention, aphasia, migraine, tremor, paraesthesia, loose tooth, visual impairment, musculoskeletal pain, neck pain and depression outcome was unknown. The reporter provided no causality assessment for aphasia, balance disorder, depression, disturbance in attention, fatigue, loose tooth, memory impairment, migraine, musculoskeletal pain, neck pain, paraesthesia, sleep disorder, tremor, visual impairment and weight decreased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.